Event description:
Same case as MDR ID 2134265-2013-09041. It was reported that a guide wire detachment occurred. The target lesions were located in the right coronary artery (rca) and the left circumflex artery (lcx). An unspecified rota burr and 300cm .014" luge guide wire were selected to treat the target lesion. During the rotational atherectomy treatment procedure, the rota burr came into contact with the luge guidewire while treating the anomalous lcx. Attempts to remove the wire fragment were unsuccessful. The physician continued to treat the rca as planned. After consultation with a surgeon it was determined they would leave the wire in the lcx. There were no further patient complications reported and the patients condition is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).